Event description:
The customer reported that the pt rec'd a 1st or 2nd degree burn on the toe during a rectal procedure. The pt was in the lateral position and the surgeon had the pencil cord draped over the pt. The safety holster was not in use. The surgeon dropped the pencil onto the drapes as he was stepping on the foot pedal. The pencil burned through the drapes and onto the pt's toe. The burn was treated with silvadene cream.

Manufacturer narrative:
(B)(4). The incident sample was not returned for evaluation. If add'l info pertinent to the event is obtained, a follow-up report will be submitted.